Manufacturer narrative:
Product has not yet been received by manufacturer for eval, therefore, investigation report is incomplete at this time. A follow-up report will be sent when additional info is received.

Event description:
The event is reported as: a micro leak was found in the cuff of the et tube. No injuries reported.